Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. The lift was inspected by an arjo preventive maintenance and internal service specialist. The reported issue could not be duplicated. No evidence was found to indicate a failure of the maxi sky 600 device or its safety mechanisms. The device was manufactured in november 2016 (9 years ago). The maxi sky 600 is designed and tested for a useful life of seven (7) years. The investigation identified that strap accumulation inside the ceiling lift housing may result in unexpected strap release. It could be associated with either internal device malfunction (e.g. Motor or transmission failure) or use related or environmental factors. Based on inspection and functional testing results, an internal device malfunction was excluded. According to the customer statement, the strap was temporarily obstructed by an external object. If the strap became caught while the motor continued to operate, this could have led to strap accumulation within the housing. Once the external obstruction was released, the accumulated strap could have unwound unexpectedly. Based on the available information, the most plausible explanation for the reported event is the interaction of use related or environmental factors, including possible external obstruction of the strap during operation. At the time of the incident, the arjo ceiling lift device was in use with a resident. Although the claimed issue could not be duplicated during post event inspection and no device malfunction was identified, the reported strap release represents a deviation from the intended performance of the device during use. From this perspective, the device was involved in the event. The complaint was assessed as reportable due to an alleged 2 ft (60 cm) resident drop caused by a ceiling lift strap release.

Event description:
It was reported by the customer representative that a resident experienced an approximately 2-ft (60 cm) drop following the release of a ceiling lift strap. No injuries were reported. The customer believes that the strap may have become caught on an external object.